Event description:
During review of the device event log for a separate issue, a drain volume of 3910 ml was found which occurred on (B)(6) 2010. This drain volume meets increased intra-peritoneal volume (iipv) criteria. There was no allegation of this iipv event by the reporter.

Manufacturer narrative:
(B)(4). Upon investigation by baxter, it was reported that the patient expired (B)(6) following this iipv event; the death investigation is addressed in MFR # 1423500-2010-06828. The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv on (B)(6) 2010 found in the device logs. The device functioned normally during pal testing. The assignable cause of the iipv in the logs was determined to be: insufficient drain, false empty detect, use error and inappropriate bypass of the caution negative uf alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA # (B)(4) for iipv. The current labeling for the homechoice/homechoice pro apd systems patient at-home guide was found to be sufficient for the use error identified during baxter's investigation.